Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside the device and it passed.

Event description:
The customer called and reported she was hospitalized with low blood glucose. The customer stated she had been experiencing low blood glucose and headaches for seven days and she could not control her blood glucose. During troubleshooting, it was found the drive support cap was protruded. The customer had received a motor error on the pump. The reservoir showed the same amount of insulin as was shown on the status screen. The device was not exposed to a strong magnetic field. Customer was able to complete rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.